Event description:
It was reported that during preparation of an unspecified diagnostic procedure, the rigid video scope had the green image/show with green light. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) dented, e104, lg (light guide) disconnection, and cable corrosion and skin damaged a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is green/show with green light occurred due to r-unit failure. R-unit dented occurred due to component failure of r-unit. "E104 occurred due to the video system center malfunctions. Lg disconnection occurred due to component failure of lg cable corrosion and skin damaged occurred due to component failure of cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.